Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post implant of this electrode, x-ray showed the lead had buckled. A revision procedure was performed to reposition the electrode. No additional adverse patient effects were reported.